Manufacturer narrative:
This device has not been received by this MFR; therefore, a physicial evaluation has not yet been performed. We are unable at this time to determine if the device met specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reported that clinicians performed the therapeutic implant of a vaxcel implantable port in a pt (age and gender unknown). During the procedure the physician peeled back the sheath along the perforation, but the sheath stopped peeling at about 3.2 cm from the distal end. The sheath did not break into fragments and the dr was then able to apply a grip with a needle holder next to the peel line and successfully continue peeling the sheath. There was no adverse affects on the pt as a result of the reported malfunction.